Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. The device was reportedly cracked and got damp. Customer's blood glucose was 202 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
No button error alarms noted during testing. However, the pump had intermittent act button response due to moisture damage on the keypad traces. No moisture damage was noted on the electronic assembly during visual inspection. The pump had a cracked lcd window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked case at the reservoir tube window corner, and a missing end cap sticker.